Event description:
Exhalation ventilator filter became clogged and pt unable to trigger a manual breath with vent cycle. Vent alarmed high pressures. Pt experienced brief period of respiratory failure. Pt was resuscitated within minutes with no adverse effects.